Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the product code and lot of the box of prolene.

Event description:
It was reported that the facility ordered a box of suture, but on (B)(6) 2017 it was noted that a different type of suture was inside the box. No adverse patient consequences were reported.